Event description:
The customer called to report multiple no delivery alarms and high blood glucose levels of 400 mg/dl. The customer had given herself a manual injection, but her blood glucose levels remained elevated. The customer asked for the paramedics to be called to her home, then the phone went dead. The customer called back to report that she blacked out, and doesn't know if the paramedics ever came to her home. The paramedics were called, but they said they could not locate the customer. It was possible that the customer was not giving the correct address. The customer was unable to locate any mail with the address on it. The customer was advised to call the paramedics directly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.